Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the nc voyager ruptured during the first inflation at 18 atmospheres in the tortuous and calcified proximal left main coronary artery when it was used for post dilatation of a xience v stent. Two non-abbott balloons were previously used for pre dilatation of the target lesions. Three xience v stents were implanted from the mid left anterior descending artery to the ostium of the left main coronary artery. Another nc voyager was used for post dilatation. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon ruptures can occur as a result of a mfg deficiency or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of mfg, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. There was no damage noted to the balloon catheter. A new inflation device was used to pressurize the balloon to the rated burst pressure of 18 atmospheres and fluid was observed coming out of a longitudinal rupture. There were no scratches found and it could no be determined if the rupture was along a crease or fold in the balloon. Scanning electron microscopy analysis indicated the balloon rupture may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated along the inner surface and there was no evidence of the origin being located on a fold. Longitudinal partial tearing and longitudinal lines were observed along the inner surface adjacent to the fracture. In this case, the balloon did no rupture until the rated burst pressure of 18 atmospheres, which met mfg criteria. A review of the finished product lot history records did not reveal any nonconforming material records issued for this lot. The lot release testing results were reviewed and all samples met all mfg criteria. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this lot. Although a conclusive cause can not be determined, there are no indications of a product quality deficiency and no corrective action will be implemented in this case.

Manufacturer narrative:
(B)(4).

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that he is having problems locating his ipg with the programmer wand. In an effort to resolve this matter, a replacement wand was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.